Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the unicel dxi 800 access instrument. Patient a: the initial accu tni result was 0.81ng/ml. The original sample was tested for accu tni twice on a different instrument in the customer's lab and lower results were obtained: 0.01ng/ml and 0.02ng/ml. In addition, an istat troponin was performed for this patient in an ER and a result of 0.00 (units not provided) was obtained. Patient b: the initial accu tni result was 0.89ng/ml and 1.24ng/ml upon repeat. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.02ng/ml was obtained. Based on available information, the erroneous results were reported out of the lab and questioned by an ER physician. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specification prior to the event. Qc was out of specifications high in 2007, after the event. Following the event, the customer obtained wash wheel motion errors and excessive motor slippage errors. A field service engineer was dispatched to the customer's lab one day later: the fse inspected the instrument and discovered cut tubing on a dispense probe two which was repaired. The fse cleaned out an incubator wheel and replaced a sensor. The fse completed instrument verification protocol. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.